Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. And at the time of the reported event, displayed 90 units. The customer's blood glucose level was 292 mg/dl, and was addressed by delivering a bolus with the pump. Although requested by tandem technical support, the customer declined to reload the existing cartridge to recalculate the fill estimate.